Event description:
False positive result (s). Test is not accurate at all. It reports false positive. FDA should be removing their authorization to this lab. Pls note these tests are manufactured in china. How can trust in product be accurate if the FDA is not thoroughly validating effectiveness of these tests?